Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03270. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr. (B)(4) has been evaluated. The batch 6009662 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (B)(4) version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009662 was manufactured according to the wi version 74 manufactured in the line 6, on 17/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 07/mar/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6009662 and no other complaints has been registered in database for the same lot 6009662 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced two infusions set crooked in the skin event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.